Event description:
Surgeon reported to consultant that he had a patient or patients experiencing new onset of posterior neck pain approximately nine months status post anterior cervical fusion utilizing zero-p implant devices. Consultant then advised product development of the surgeon's report. Product development met with the surgeon on (B)(6) 2011. The surgeon stated x-rays of these patients who were experiencing the posterior neck pain, showed no apparent device failure, implant migration or subsidence of the implant which could cause the new onset of pain.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.